Event description:
Patient was revised to address infection (right side).

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records and/or sterilization certifications did not reveal any related deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.